Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen went black, and after a reboot was attempted, a black screen with a login box appeared. A field service engineer (fse) attended the site after staff reported repeated issues over the past few weeks involving a black screen with a login box on the device. The fse inspected the system by reseating the serial advanced technology attachment cable at both ends and reseating all in one unit, did not observe any visible issues, and replaced the cable as a precaution against potential failure. The device was confirmed to be functioning normally after these actions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen went black. After the customer attempted a reboot, a black screen with a login box appeared. However, there were no delays, adverse events or injuries reported based on this event.